Event description:
It was reported to philips that the c-arc motor failed early after replacement, and imaging storage issue persists on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the c-arc motor rotation assembly; however, the imaging storage issue remains unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).